Event description:
It was reported that the camera head had a dark image and the vision was not clear. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation and additional information received. Updated fields: b5, d10 - concomitant product, e1 first and last name, email ID, phone#. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent leak from the cable, and dirt inside the coupler. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer: the device was inspected prior to procedure and image was ok, "during procedure found foggy disturbances". The issue occurred during an unspecified therapeutic procedure which was completed using a similar device. There were no reports of patient harm.